Manufacturer narrative:
A test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip and missing reservoir tube o-ring. The insulin pump was received with minor scratched display window and cracked battery tube threads.

Event description:
The customer reported via phone call that the plastic around the reservoir compartment was broken off and the reservoir was no longer holding in place. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump might have been bumped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.